Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the right ventricular (rv) lead seemed stiff along the axis and would not curve as it normally should. Once placed in the right ventricle, the helix of the rv lead would not deploy. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was not observed to be stiff or rigid during analysis. Lead was returned with the helix bent.